Manufacturer narrative:
Investigation summary: it was reported that there was dirt in the luer lock syringe tip. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with no packaging blister and the luer tip with foreign matter. The second photo shows the luer tip with embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 303552, lot number 0239586. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that the syringe 50ml ll experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: the syringe presents dirt in luer lock's tip.